Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed through merlin.net transmission. The episode ended when the rate dropped below the vt detection zone. There was no harm to the patient during the event. Device will be reprogrammed.